Manufacturer narrative:
Date of event: the event date is approximate. Initial reporter name and address: the consumer mailing address and phone number were not provided. Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that the philipsone power toothbrush caught fire while charging. No injuries or property damage were reported.